Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (compounded), fentanyl, and bupivacaine at unknown concentration /dose via an implantable pump for spinal pain. It was reported that the hcp stated that the patient came in for a refill today and the pump was showing a motor stall since (B)(6) 2024. The hcp stated the patient had a magnetic resonance imaging (MRI) the day of the stalls and did not have the pump checked post MRI. The hcp stated no audible alarming and patient had no therapy issues. Refill was done and no volume discrepancy. The hcp stated the pump had not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump returned from telemetry mode after interrogation 908 hours after the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.